Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on 04/14/2026. According to the patient¿s parent, on 04/18/2026, the pediatric patient experienced a skin reaction with itching, rash, redness, inflammation, pimples, blisters, dry skin, scar, drainage, pustules, infection, under entire patch area. The area was prepared with soap and water before placing the sensor on the body. The skin reaction was treated with a prescription topical medication (30gram cream hydrocortisone and moisturizing cream epimax isomol gel). The patient was also prescribed with oral medication (flucloxacillin 250 mg/tablet, 6 times a day). At the time of the report, patient condition was unspecified. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.